Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent low blood glucose (bg) levels (50-55 mg/dl) and carbohydrates were consumed to address the bg level. The customer reported that the basal rate setting was too high. Reportedly, the customer adjusted the pump settings with a healthcare provider.